Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, and error tests. The pump gave an alarm during the self test, had high idle current and was unable to download due to a faulty component on the remote frequency board. The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. The pump also had minor scratches on the display window, a scratched case, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call radio frequency pic failed self-test. Customer's diabetes educator performed the rewind and prime sequence and advised the reservoir is empty. Troubleshooting was performed for the radio frequency pic failed self-test and the test failed. Customer was hospitalized for high blood glucose which lead to hyperglycemia and dehydration. Customer's blood glucose when admitted to the hospital was 462 mg/dl. Customer's nurse advised a couple weeks ago customer was experiencing low blood glucose as well. Customer's most recent blood glucose reading was 147 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.